Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the customer was unable to charge their pump with their tandem provided usb cable. Customer was able to charge their device using a different cable. Customer's blood glucose level was not impacted by the event. Cable was replaced to resolve the issue.